Event description:
The pt was implanted with a left ventricular assist device. The bio-med reported that the pt experienced red heart alarms. The bio-med interrogated the system controller and found that there were low speed operation alarms, pump stop and red heart alarms while connected to the power module. The bio-med noted that the pt caught his driveline in his wheelchair the week of the alarms. The pt's percutaneous lead was repaired.

Manufacturer narrative:
The reported event of red heart alarms, speed drops and pump stoppages can be confirmed. Examination of the lead found six kinks in the driveline wires which appeared consistent with the pt reportedly catching the lead in his wheelchair. Breakdown to the braided shield was also noted adjacent to the metal connector. Visual inspection of the wires found a breach in the yellow wire at the metal connector. The wires adjacent to the breach were kinked and a deep abrasion was noted in the orange wire insulation which exposed the inner conductors. The wire insulation at each of the other observed kinks was also intact. If the exposed conductors of the yellow wire contacted the braided shield while operating on a tether power source, the resulting short to ground would have resulted in the reported red heart alarms, speed drops and pump stoppages. The wire breaches appeared consistent with a fatigue failure which may have been expedited by repeated mechanical trauma the lead, such as being caught in the pt's wheelchair. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further info is available. The manufacturer is closing its file on this event.